Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the lens was damaged and dso experience delamination. The event occurred during testing. There was no patient involvement,

Manufacturer narrative:
D9 - date returned to mfg: 8/6/2025. One device was returned for analysis. Visual inspection found a delaminated (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a bubbling. The downstream occlusion seal was replaced. The software was updated as a precaution. The service history review had no indication that the complaint was related.